Event description:
It was reported that the patients spinal cord stimulator paddle lead had high impedances and the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulator paddle lead replacement procedure. Additional information was received that patient was doing well post operatively and the explanted device will not be return.

Event description:
It was reported that the patients spinal cord stimulator paddle lead had high impedances and the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulator paddle lead replacement procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patients spinal cord stimulator paddle lead had high impedances and the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulator paddle lead replacement procedure. Additional information was received that patient was doing well post operatively and the explanted device will not be return.